Manufacturer narrative:
The initial and previous follow up were submitted with the incorrect product code in error. The product code was changed from mtn to lip.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) alinity I syphilis tp result for (B)(6) female patient. The following data was provided: on (B)(4) 2020 (B)(4) initial result = 0.54 (B)(6)), colloidal gold = (B)(6), elisa = (B)(6), patient was positive a year ago with chemiluminescence and elisa testing. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 03516be01. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Retained reagent kits of lot number 03516be00 (which contains the same bulk material as 03516be01) were tested in a sensitivity setup, including additional replicates of positive control. Results of this setup were in typical range and no false non-reactive results were obtained. Additionally, the architect syphilis tp reagent, lot number 03540be00 (which contains identical bulk reagents) was also tested as this test setup includes testing of a sensitivity panel. This included additional replicates of the testing panel. Results of this setup were in typical range and no false non-reactive results were obtained. All generated data demonstrate that the performance of the alinity I syphilis tp reagent, lot number 03516be00 is not compromised. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I syphilis tp assay for lot 03516be01 was identified. This report is being filed on an international product, list number 7p60-32 that has a similar product distributed in the us, list number 7p60-21/31.